Event description:
The customer reported damage to the pump housing and usb port/pins, which affected their ability to charge the pump, though it had not shut down. There was no adverse impact to the customer's blood glucose level. Customer technical support decided to replace the pump and provided a loaner pump following the completion of the necessary agreement form, as the customer's pump was out of warranty.